Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found that the tip of the device was damaged. The examination found the shaft to be kinked at the port bond. The crimped stent and balloon of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damaged was noted. The target lesion was located in the left anterior descending (lad) artery. A 38x4.00mm synergy¿ stent was selected to treat the lesion. Before insertion, the physician found that the stent was flared. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damaged was noted. The target lesion was located in the left anterior descending (lad) artery. A 38x4.00mm synergy stent was selected to treat the lesion. Before insertion, the physician found that the stent was flared. The procedure was completed with another of the same device. No patient complications were reported.